Event description:
Updated event description. It was reported that on an unknown postoperative date in 2021, the patient experienced a failed trochanteric fixation nail-advanced (tfna) procedure because of cut through (central head perforation) of tfna implant. Patient outcome is reported as hip tep. Infection. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 36mm f/im nail-ster.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation: the device was not returned. A photo-investigation was performed on the provided x-ray images which are showing the implants in the femur. From the images, the locking screw appeared to be in the desired position and no defect could be observed; hence this complaint can't be confirm. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition was not confirmed during photo investigation as no defect was observed related to the locking screw. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Comments the unsterile lot number of the device is unknown, therefore a mre review could not be performed. Also, a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2021. This report is for an unknown screws: nail distal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2021, the patient experienced injury from migration of one (1) unknown tfna helical blade, one (1) unknown distal locking screw, and one (1) unknown tfna nail. There is no further information available. This report is for one (1) unk - screws: nail distal locking. This is report 1 of 3 for (B)(4).